Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
(B)(4). Report source: foreign: great britain. Kendrick, b. (2023). Post-market clinical follow-up study to provide safety, performance and clinical benefits data of the arcos modular revision femoral porous coated stem (implants and instrumentation) ¿ a retrospective and prospective consecutive series study [review of post-market clinical follow-up study to provide safety, performance and clinical benefits data of the arcos modular revision femoral porous coated stem (implants and instrumentation) ¿ a retrospective and prospective consecutive series study]. Mdrg2017-89ms-95h(revision 0.2). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
In a 2023 study from UK collecting long-term data confirming safety, performance, and clinical benefits of arcos modular revision stems used for total hip arthoplasty, it was reported that one patient experienced a fracture of the 40mm screw which was the upper of the two screws used with the arcos revision hip stem system. The stem remained stable, and the patient remained asymptomatic. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
There is no update to the prior event description provided.